Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: android / android_galaxy s21 fe 5g / 2.8 / android 16.